Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during removal of the clip delivery system (cds), the clip met resistance with the steerable guiding catheter (sgc) soft tip, which has the potential to cause soft tip tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. As the clip delivery system (cds) was inserted into the steerable guiding catheter (sgc) the alignment markers were thought to be aligned, but resistance was felt. The sleeve was rotated and the blue markers were confirmed to be aligned. The cds was advanced to the mitral valve; however, when the m knob and posterior guide torque were used, the clip started deflecting up towards the roof of the left atrium away from the mitral valve, and it was suspected that the devices were mis-keyed. The cds was retracted, but the alignment markers were not confirmed during removal because there was blood in the guide valve housing. During retraction, the clip became stuck on the soft tip of the steerable guiding catheter (sgc). The clip was able to be freed and removed without issue. The sgc was removed and it was observed that the soft tip was indented but not torn. Using the same sgc, a second cds was confirmed to be keyed properly and was used successfully. One clip was implanted, and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported difficult to insert, difficult to position, and difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.